Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced bleeding from the wound after the device replacement. A possibility of cleaning the pocket was initiated. As of this time, this ICD remains in service. No adverse patient effects were reported.